Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the pump could not start up.

Event description:
Caller reported metal prongs on the battery cover of the spirit combo pump looked burnt. Pump, battery, battery cover are being requested for return to be evaluated. Replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.